Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure, there was low laser power when using the laser indirect ophthalmoscope. A back up system was used to complete the case. There was no patient harm.

Manufacturer narrative:
The lio was examined and the reported event was not replicated. The lio was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the lio. The lio was manufactured on march 29, 2010. Based on qa assessment, the met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).